Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a pump error alarm during the self test. The customer's blood glucose levels at the time of the incident was unknown. The customer stated that the insulin pump fell on the floor and it also received a failed battery test after the pump error alarm during the self test. Troubleshooting was not performed for pump error alarm and failed battery test. The device will not return for analysis.